Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had a power error detected alarm. The customer¿s blood glucose was unknown. Troubleshooting steps were provided for power error detected alarm. Customer states that clear alarmed. Customer reported that notification light stopped immediately. Customer also reported that insulin pump had multiple pump alarm. Customer was able to clear the alarm and able to rewind the pump. Customer was assisted with displacement test and displacement test was passed. Customer states that received sensor updating alert. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with serial number label fading. Hardware low level failures alarm confirmed in the pump history due to software error. No the motor processor did not report the pumps stroke as finished in reasonable time. Data in alarm can identify if this was basal/bolus, fill tubing or fill cannula, no interprocessor communication error, no the hardware rtc date and time disagrees with the software maintained date and time and no unexpected battery power loss alarm during testing. The information provided in date of event with the initial report was incorrect. The correct information has been included with this report. .

Event description:
The initial report and or supplemental report had the incorrect incident date. The correct incident date is (B)(6) 2018.